Manufacturer narrative:
Good faith efforts were made to obtain additional details, including the location of the bleed and further event information; however, no further information could be retrieved. Block d2b additional pro codes, nhl, pjs.

Event description:
It was reported that during the deep brain stimulation (dbs) lead implantation, the patient experienced a bleed, resulting in the procedure being aborted. The physician indicated that the bleed was related to the device or procedure, though no explanation was provided regarding the specific mechanism of causation.